Manufacturer narrative:
The user complaint about receiving glucose suspend alerts on (B)(6) 2025, 11 day after insertion. In-house testing confirmed that the sensor's chemical performance was within specification. Optical instability was observed; however, this was likely due to the damaged hydrogel, suspected to have resulted from excessive force applied by the removal clamps during the explant of the sensor. A review of the raw sensor data showed depressed signal and reference channels since on (B)(6) 2025. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which could not be reproduced during the returned product analysis testing. This may occur in instances where the conditions that present itself in the body are not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4: date of this report 24 june 2025. G3: date received by the manufacturer? 24 june 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 26 march 2025,senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sesnor removal.